Manufacturer narrative:
The impella device was discarded by the customer and therefore, evaluation of the device is not possible. Upon conclusion of the investigation, a supplemental report will be submitted. As noted in the impella IFU: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported that a patient developed signs of hemolysis during impella cp support. The patient's urine color had changed and their pfhg levels had risen. Attempts to troubleshoot the issue included echo positioning checks and fluid boluses, but the hemolysis persisted. The patient was put on dialysis and remained on pump support for one more day despite the noted condition.

Manufacturer narrative:
The investigation for the hemolysis has been completed. The pump and data log were not provided for investigation. According to the clinical team, there was concern over hemolysis on the third day of pump use. The cause of the hemolysis issue was not determined since product was not returned and sufficient clinical information was not provided.